Event description:
The terumo 6f 65cm sheath broke off in the patient's left superficial femoral artery during the procedure. Room was then converted to open and a cut down was performed per md. Terumo rep was notified. All other terumo 6f 65cm sheaths with the same lot # have been pulled from stock.